Manufacturer narrative:
(B)(6).

Event description:
It was reported there was a sporadic loudspeaker error. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.